Event description:
It was reported that the device would not operate on battery power. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. The device was upgraded to the current version of software and a performance inspection procedure was completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.